Event description:
The manufacturer received information alleging headache, scar on her nose and filter have particles related to a CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported other serious or important medical events in outcomes attributed to adverse event. After review it was determined that other serious or important medical events was incorrectly selected. The was no allegation of serious or permanent harm or injury.